Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. Customer's blood glucose level was in the 190's (mg/dl). Reportedly, customer continued to use pump for insulin therapy.